Event description:
It was reported by service report that the side rail panel was broken with sharp edges and possible areas for fluid ingress. No patient involvement or adverse consequences are reported.